Event description:
Product was utilized to facilitate maintaining eyelids closed during skin graft and ent repair procedure. When product was removed, both eyelids appeared to have irritation and abrasion/laceration. Patient was treated with topical medication, and did not sustain any long-term effect. Product removed from stock; an alternate product is being utilized. Dates of use: during operative procedure in 2009. Diagnosis or reason for use: to facilitate maintaining eyelids closed during skin graft.